Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, instructions for use (IFU), and quality control of the device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. However, a document-based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. A reviewed product labeling was conducted. The product instructions for use (IFU) provides the following information to the user related to the reported failure mode: precautions: ¿instruct patient to read and understand the patient guide titled ¿caring for your temporary & chait trapdoor cecostomy catheters¿ prior to initial catheter introduction.¿ pre-placement recommendations: ¿note: instruct the patient to flush the temporary drainage catheter twice daily using a 10 cc syringe and 10 ml of water. This catheter flushing procedure and a normal rectal enema regimen should be continued for one week before initiating antegrade cecostomy enemas.¿ patient instructions for maintenance of chait trapdoor cecostomy catheter: ¿5. After use, patient should remove connecting tube and pin from trapdoor fitting, and close fitting to prevent leakage.¿ the device history record (DHR) could not be reviewed due to lack of lot information from the user facility. A database search of all sales for the assumed rpn¿s to the reported customer facility could not specify the affected lot. Due to this, a complaint search for complaints reported on the affected lot could not be completed. At this time, there is no evidence suggesting that nonconforming product from the affected lot exists in house or in the field. Based on the information provided, no returned product and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Device name: chait percutaneous cecostomy catheter. Product code: either knt or exd. Model: rpn: either tdcs-100-m or tdcs-100. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a blister-like crusting reaction developed after the placement of a chait percutaneous cecostomy catheter by interventional radiology. The device was initially placed to resolve gi motility and constipation issues that were severe enough that performing a colectomy was discussed. The initial device placed was found to be too long for the patient as the "proximal catheter segment would protrude from the cecostomy stoma". A shorter replacement device was exchanged for the initial device 3-4 months previously, possibly mid july. The blister-like crusting has developed at the cecostomy stoma insertion site. Occasional leaking at the stoma during instillation of the antegrade enema solution has also been noted. The reaction at the stoma / skin interface has been reported as typical formation of granulation tissue found at ostomy sites. It has been treated with cauterization as well as silver nitrate for the tissue. Additionally, the patient is seeing wound management. It was also reported that it has been suggested that exchanging this catheter for the middle of the three available lengths may help alleviate extrinsic forces that could be contributing to the formation of granulation tissues. Slowing down the infusion rate during fluid instillation has also been suggested. Additional information regarding the patient has been requested but is unavailable at the time of this report.